Event description:
It was reported that this right ventricular (rv) lead exhibited high capturing thresholds and loss of capture. Physician suspected a micro-perforation but an echocardiogram was unable to confirm it. Nevertheless, the physician elected to remove the lead. The insulation was intentionally damage during the explant to provide easier access for a new rv lead. Lead was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 field: outcomes attrib to adv event updated, life threatening was added. H6 field: impact codes updated, life threatening was added. Known inherent risk of device was chosen as conclusion code at the time the product has not returned and product investigation could not be performed as the reported observations are addressed in the product labeling and also, the product record reviews did not identify a product quality issue or new patient harm.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capturing thresholds and loss of capture. Physician suspected a micro-perforation but an echocardiogram was unable to confirm it. Nevertheless, the physician elected to remove the lead. The insulation was intentionally damage during the explant to provide easier access for a new rv lead. Lead was replaced successfully. No additional adverse patient effects were reported.